Event description:
The patient abruptly began experiencing discomfort when wearing the device. The result of the analysis was consistent with a mobile particle in the hybrid integrated circuit cavity. Explantation/reimplantation surgery was performed in 2002. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.